Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notifier for out of range pacing lead impedance. Chest x-ray showed no issues with the lead and isometric testing showed no noise on the egms. Patient will be monitored over merlin.net.